Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that at startup the ventilator will turn on and turn off constantly. The customer reported there was no patient involvement.

Manufacturer narrative:
No failure investigation can be performed since the part was misplaced in the failure investigation lab. When the returned part is located, this report will be reopened for failure investigation. (B)(6).

Event description:
The international customer reported that at startup the ventilator will turn on and turn off constantly. The customer reported there was no patient involvement.